Event description:
An evo instrument operator reached with their hand into the instrument while in operation and the pick and place arm (pnp gripper) hit their hand pinning it to the inside of the safety shield resulting in a bruise. On the day of the event, the operator's hand was swollen and hurting. There were no cuts or broken skin and the operator did not seek first aid or medical treatment. The operator was a contract employee of the laboratory and informed laboratory staff 3 days later of the event. The laboratory reported to tecan the event on (B)(6). At that time, the operator indicated the swelling had extended to the arm. Lab staff advised operator to consult a physician. No further information has become available about the nature or extent of the injuries or treatment required. Tecan made multiple attempts to obtain this information. The operator's injury was the result of disabled door locks which allowed the operator to reach inside a running instrument.